Event description:
Patient underwent a flexible bronchoscopy and cryospray procedure for lung cancer. Use of the cryospray machine carries an inherent risk of pneumothorax. At the end of the procedure she became bradycardic and hypotensive and was found to have pneumothoracies for which chest tubes were inserted. She sustained ventricular fibrillation and required resuscitation and transfer to an ICU. She was subsequently found to have brain metastasis. The manufacturer of the involved machinery recently had issued an advisory not to use it for "passive venting procedures" (e.g. Bronchoscopy) due to a .005% chance of malfunction. During the procedure there was no evidence of malfunction.